Event description:
Related manufacturer reference number: 2017865-2023-93636. It was reported that the patient was brought into the clinic after a transmission from home monitoring showed low impedance on both the right atrial (ra) and right ventricular (rv) leads. A chest x-ray was performed to rule out dislodgement. Later, the patient stated having pocket stimulation. The patient was brought into the for device interrogation, and the patient was taken to the cath lab for a lead revision. It was shown that both the ra lead and the rv lead had insulation breaches. The leads were explanted, and the physician reimplanted them in a more appropriate location to prevent further issues. There were no adverse health consequences to the patient.

Event description:
New information received indicated that lead fracture and high impedance were also noted on the right atrial lead and right ventricular leads.

Manufacturer narrative:
The reported event of low lead impedance and insulation breach was confirmed, while the reported event of lead fracture, pocket stimulation, and high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush breaching the inner and outer insulations and compressing the lead at the proximal region. The cause of the low lead impedance and insulation breach was due to clavicular crush. Electrical testing did not find any indication of conductor fractures.